Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. Three events were confirmed during testing. Three devices were found to be affected by wear. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device was reportedly shedding metal debris. Three reported events had no patient involvement; no patient impact.